Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection. Reportedly, the patient was supposed to have an upgrade but an abscess was found on the back. There were no additional adverse patient effects reported. As of this time, the rv lead remains in service.